Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 810:11 was confirmed during device evaluation. The root cause was determined to be an ail (air in line) pcb (printed circuit board) failure. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed this device was not previously serviced by baxter. A device history review was performed finding no exceptions, nonconformances, or rework occurred during the manufacturing of the device. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.